Event description:
Info received indicates the siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to a missing siderail latch. The technician replaced the siderail to repair the bed.